Manufacturer narrative:
(Conclusions)-(other) - the conclusion is that the burn was caused by skin-to-skin contact. Skin-to-skin contact is well known cause for rf burns during an MRI scan. The touching skin allows a rf loop. This creates a current path way. If the skin surface area is extremely small and the current flow is high the pt's tissue can heat up enough to create an rf burn. It is currently unknown what sar levels were used on this pt. These kinds of incidents can be prevented by separating bare skin parts by use of wedges or cushions. The instructions for use already contain warnings on this matter.